Event description:
Reportedly, when the lead was removed from the packaging (before the use) the connector pin is1 was found bent. The physician decided to not use this lead and to implant a new one.

Manufacturer narrative:
Summary of the investigation: the manufacturing process of the lead was re-investigated, and all production steps and tests had been performed according to all applicable procedures. Upon reception of the returned lead, visual inspection confirmed the reported damaged of the connector pin and some marks of manipulation were spotted on the connector surface. Inspection of the screw revealed some tissue/blood residues inside the housing. Based on the quality controls applied to prevent the product distribution with such damage, and since the damage was not observed during the final product visual inspection, it is suspected that the connector pin was accidentally damaged unwittingly during the implantation attempt, while during the butterfly tool clamping/unclamping to/from the connector. In this case, the sudden movement to remove or to connect the butterfly tool, totally detached the connector pin from the lead. It should be noted that such issue could occur if an excessive load is applied when connecting/disconnecting the butterfly tool to/from the connector pin. The physician¿s manual provides the following indication to detach the butterfly tool to the connector pin. The results of this investigation are retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, when the lead was removed from the packaging (before the use) the connector pin is1 was found bent. The physician decided to not use this lead and to implant a new one.